Event description:
It was reported that the patient was dissatisfied with the implanted intraocular lens (iol) and requested for an exchange. The iol was explanted and replaced with an unknown lens. The patient's visual acuity had improved but the patient had an impression that it was difficult to see. There was no reported patient injury. No additional information was provided.

Manufacturer narrative:
Section a2: age: unknown, but estimated in their 40s. Section a2: date of birth: unknown; requested but not provided. Section a4: unknown; requested but not provided. Section b3: unknown; requested but not provided. Section d6a: if implanted; give date: unknown; requested but not provided. Section e1: first name/last name: unknown; requested but not provided. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: june 29, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.